Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device met specifications since the sample was not returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿material not biocompatible¿ with a potential root cause of ¿patient sensitivity to materials¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." The device was not returned.

Event description:
It was reported that the patient bled with use of the catheter, and has noted more bleeding more recently. No medical intervention reported. Per follow up on (B)(6) 2020, the customer noted that a urine test was done at hospital and he was prescribed a medication to use by the doctor. The name of the medication is unknown.